Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2018-05373 and 2134265-2018-05374. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an opticross¿ hd imaging catheter and a pullback sled to view the target lesion. During the procedure, after using opticross¿ hd imaging catheter several times, the physician attempted to retract the inner catheter in the outer catheter; however, it was hard and did not enter at all. Furthermore, pullback could not be performed and the physician stopped using the device to avoid it from breaking. The procedure was completed with another of the same opticross¿ hd imaging catheter. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Visual inspection revealed no issues were found, the device appears to be in good conditions. Impedance testing shows an electrical open at proximal wave form. During image characterization testing, no image appeared in the ilab system. Broken drive shaft and imaging core windup were encountered in the double heat shrink area of the telescope. Imaging core windup began 2.5 cm from the distal end of the connector shaft. The telescope assembly was not able to properly pull back, advance, and retract, due to the observed imaging core windup in the telescope. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is design: product enhancement as the device met the designed specification however a modification would improve performance, function or appearance of the product. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-05373 and 2134265-2018-05374. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an opticross hd imaging catheter and a pullback sled to view the target lesion. During the procedure, after using opticross hd imaging catheter several times, the physician attempted to retract the inner catheter in the outer catheter; however, it was hard and did not enter at all. Furthermore, pullback could not be performed and the physician stopped using the device to avoid it from breaking. The procedure was completed with another of the same opticross hd imaging catheter. No patient complications were reported.